Manufacturer narrative:
The reported events were lead dislodgement, decreased sensing and failure to disconnect from the pacemaker header. As received, a partial lead (only distal portion) was returned in one piece with all four tines were found to be intact and undamaged. The reported event of decreased sensing was not confirmed. An insertion test with the device was unable to performed due to procedural damage to the lead connector. Electrical testing did not find conductor fractures and internal shorting was due to procedural damage.

Event description:
Related manufacturer reference number: 2017865-2022-07305. It was reported that a during a pacemaker implant procedure, a right ventricular lead had dislodged and resulted in decreased sensing. While trying to reposition the lead, it was noted that the lead could not be unscrewed from the pacemaker header. Both the pacemaker and right ventricular lead were explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement, decreased sensing and failure to disconnect from the pacemaker header. As received, a partial lead (only distal portion) was returned in one piece with all four tines were found to be intact and undamaged. The reported event of decreased sensing was not confirmed. An insertion test with the device was unable to performed due to procedural damage to the lead connector. Electrical testing did not find conductor fractures and internal shorting was due to procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.